Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was submitted for engineering analysis which resulted that this device exhibited a low voltage and the power consumption was increasing in irregular fashion. This could possibly be related to an internal electrical short of the battery. As of this time, this ICD remains in service. No adverse patient effects were reported.